Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had experienced a motor rate error. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Complaint confirmed by checking the alarm history. The pump is repaired by replacing the left and right clutch, worm gear. The pump is calibrated and greased and reset standard configuration. The main cause of customer¿s complaint was the worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.